Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 493 mg/dl. The customer stated that the cannula was bend and insulin was leaking out. The customer treated with pen and took him 12 hours to bring blood glucose down. Customer's blood glucose value was 493 mg/dl. Customer reported that he had issues with infusion sets infusion set leaks. Troubleshoot was performed and customer stated there leaks under the site. Customer does not want to t/s for other issues. Customer thinks that high blood glucose level were caused by the bent cannula. The product was not returned for analysis.